Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, oversensing and noise reversions were observed on the ventricular channel. The noise was unable to be reproduced in clinic. The source of the noise and oversensing was not known. Programming changes were made. The patient was stable throughout.